Manufacturer narrative:
The pump was received with cracked and bleeding on lcd glass, cracked case at the display window corner, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had cracks near the battery compartment on their insulin pump. No further information provided.